Event description:
A malfunction on the pump was reported by the caller, specifically displaying malfunction code malf 6. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support assisted the customer in resetting the pump, provided additional instructions for managing the device, and advised the caller to contact them again if the malfunction code reappears. The customer understood and acknowledged the guidance given.